Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the physician complaining of discomfort. It was discovered that the patient had a hematoma which was surgically evacuated 6 days after the implantable cardioverter defibrillator was implanted. There were no additional patient consequences.